Manufacturer narrative:
An event regarding intraoperative fracture involving a triathlon baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including device ID, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As reported on mw5075603: "...the patient said she found out later that the doctor broke her tibia and put pegs in her leg during the [knee] replacement surgery, but the doctor had not told her..."

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported on mw5075603: "...the patient said she found out later that the doctor broke her tibia and put pegs in her leg during the [knee] replacement surgery, but the doctor had not told her..."